Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, this reports the breakage of cutting block while impacting. It was communicated per email correspondence "no piece of the broken instrument fell into the patient and the surgery was not delayed. A backup j2 cut block was used to finish the cuts." The root cause of the reported breakage cannot be concluded. There was no reported delay. Based on the information provided, no further patient impact would be anticipated. No further medical assessment is warranted. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a tka, a journey dcf ap fem cut blk 4 broke off while impacting. It is unknown how the problem was resolved and whether it caused or not a surgical delay. The patient current health status is also unknown.